Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely due toa faulty video connector socket. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation uncovered the power switch was already updated, the video socket connector had a defective locker, the top cover needs to be replaced due to poor appearance, unit failed inspection due to unit had loose holding tab on receptacle board will not properly retain scope connector and software version was up to date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
An evis exera iii video system center was returned to the olympus service center with no problem reported. Upon inspection and testing of the returned unit, a video connector socket failure was identified due to a defective locker. There was no patient involvement associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.